Manufacturer narrative:
A cardioquip customer made cardioquip aware of potential contamination in their device. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. The customer has sent the device to cardioquip where it will receive an internal water pathway replacement. This will return the device to specification.

Event description:
Cardioquip (cq) service was notified by by a customer that their "device has rust debris in the tank. Discovered during quarterly maintenance. When bmet powered on the device, a cloud of rust debris floated into the tank from the pump side of the unit. Tank strainers are not rusted." No patient involvement or injury was reported. After depot investigation it was found that the device was potentially contaminated. Hpc testing was conducted, and the results found that the devices water quality was outside of specification.